Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was referred to the hospital due to having had fevers and a syncopal episode that was described as being "seizure like". The patient reportedly has bacteremia unrelated to the lvad. Upon interrogation of the system controller, it was found that loss of external power and driveline disconnect alarms were active on multiple days. It was reported that the patient did not recall any alarms except when changing power sources; however, high power and low flow values were noted and were associated with symptoms of "not feeling well". X-rays of the internal portion of the driveline reportedly did not show any issue with the internal wires. It was reported that the patient is noncompliant and has a history of oxycontin abuse. The medical personnel suspect that the observed driveline disconnects are related to the patient's noncompliance. The patient will be monitored for any further issues related to driveline disconnects or driveline damage. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the report of pump stoppages caused by a disconnection of the driveline. However, a specific cause for the reported syncope episode and a correlation with the device or the events captured in the submitted log file could not be conclusively determined. From timestamp (B)(6) 2015 12:54 - (B)(6) 2015 22:27, the log file captured a total of 6 pump stoppages associated with driveline disconnect alarms. During the pump stoppages, low speed and low flow hazard alarms were active and pi events were also recorded. Scattered low battery hazard alarms were also captured throughout the log file; however, the system went into power save mode and resumed operation on the emergency backup battery during these events and did not result in any pump stoppages. From (B)(6) 2015 1:24 to the end of the log file on (B)(6) 2015 1:51, pump speed remained above the low speed limit and no further pump stoppages or driveline disconnects were recorded. The center reportedly suspected that the observed driveline disconnects were related to the patient¿s noncompliance. The log file showed that the driveline disconnects all occurred on separate days with several days passing between each event. As soon as the driveline was reconnected following each pump stoppage, the pump immediately ramped back up to the fixed speed. There was no evidence of the pump struggling to maintain the fixed speed or any significant power elevations characteristic of a driveline wire compromise. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.